Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had air entrapment through the loose suture at the venous cannula and was known for a patent foramen ovale (pfo). Patient was transplanted as intended. Aphasia was observed post operation. A computed tomography (CT) scan confirmed emboli. It was noted that the patient was known for prior stroke with a pump that operated as intended. The patient was recovering. The patient was medically treated.

Manufacturer narrative:
Sections b1 and b2: corrected. Section d4: model number, catalog number, and primary UDI corrected. Manufacturer¿s investigation conclusion: a specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation between the reported events and the centrimag pump could not be conclusively established. The centrimag pump was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag vad instructions for use (IFU) (rev. A) is currently available. The IFU lists possible side effects, including neurologic dysfunction and embolic phenomena, which are potential side effects with all mechanical circulatory support systems. This IFU provides the following warnings and cautions: IFU warning #12: massive air entry into the centrimag vad will cause the blood pump to deprime and blood flow to stop. Clamp the return tubing, stop the blood pump and remove air prior to resuming circulation. IFU warning #15: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #17: frequent patient and device monitoring is recommended. IFU warning #20: as with all continuous flow pumps, operating at too high a speed can result in negative pressure at the inlet which can lead to collapse of the ventricle or blood vessels, inspiration of air and increased risk of embolism. Always operate the system at the lowest speed consistent with the volume of blood available to be pumped and clinically acceptable circulatory support. IFU warning #24: monitor the return tubing for air because the centrimag vad, similar to other centrifugal pumps, will pump air. Clamp the return tubing from the blood pump if air enters the centrimag vad as gaseous emboli may be introduced into the patient, with attendant risk of death or severe bodily injury. A massive air embolus will deprime the blood pump, halting blood flow. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. The section titled ¿blood pump setup and operation¿ provides instructions for inserting the cannula and de-airing the system. This section warns ¿do not over tighten purse string sutures when securing cannulae to tissues and vessels. Over tightened purse string sutures may result in interruption of blood flow through the cannulae. Purse string suturing used to secure cannula must be made with sufficient tension to hold the cannula in place over the full range of patient activity. Failure to effectively secure cannulae in place poses risk of decannulation or air embolus.¿ no further information was provided. The manufacturer is closing the file on this event.